Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant therapy: 5554-45, implantable pacing lead, implanted: (B)(6) 2008; 5054-58, implant date: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device went to elective replacement indicator (eri) at 4 years and 9 months and is at vvi65. Early battery depletion is suspected. The device was explanted and replaced. The atrial lead had a high impedance measurement due to a lead fracture. The fracture was confirmed by fluoroscopy. The proximal portion of the lead was explanted and the distal portion remained positioned in the subclavian vein. A new lead was implanted. The newly implanted atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.